Event description:
It was reported that during a low anterior resection, the device misfired. The physician could not seat the ancillary trocar. No additional info available. There was no adverse consequence to the pt.

Manufacturer narrative:
(Device b): other # = e5pe2d (batch#); exp date = 06/2013; (device b): mfg date: 07/2008. Eval summary: the analysis results found that two devices arrived in good visual condition. The breakaway washers were present and cut and there were no staples present, indicating that the devices achieved a full firing stroke. The devices were reloaded with staples, a new washer was placed on the devices and both were tested for functionality. The devices fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. Event description could not be confirmed, as the ancillary trocars were not returned for analysis. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.